Event description:
New information received notes the episode storage was switched back to sense amplifier so the morphology may be measured to address the observation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post sensed t wave oversensing was observed on the implantable cardioverter defibrillator. Further information was requested but was not available. The patient was discharged.